Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the clinic with an elevated heart rate. It was noted that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post paced. Reprogramming was done, but that did not resolve the twos. It was also noted that the patient started taking ¿fluid pills¿, but there was no change in intrathoracic impedance changes. The lead remains in use. No further patient complications have been reported as a result of this event.